Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Is it the surgeon¿s standard routine to use a 100mm device or were there other anatomical challenges that led to the need for a 100mm device? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? What symptoms did the patient present? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue necrosis? Was it leaking through the staple line? What is the current status of the patient?

Event description:
It was reported that the doctor performed a hemicolectomy on a patient on (B)(6) 2019, using a tlc10 stapler to staple the anastomosis, then over sewed the staple line with suture. The patient was monitored in the hospital and, on (B)(6) 2019, returned to the or, experiencing unknown symptoms. The doctor found an anastomotic leak, with a 1 to 2 cm hole along the staple line. The doctor used a tlc55 and two reloads to transect the tissue and close the leak, then over sewed the staple line with suture.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: given the time of year, it¿s been challenging to get ample enough time with the dr to get all questions answered. It¿s also been quite some time since this event took place making it more difficult to recall specifics. Is the lot number of the device available? No. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Is it the surgeon¿s standard routine to use a 100mm device or were there other anatomical challenges that led to the need for a 100mm device? What color reloads were used and what was the sequence of the firings? Blue reload (single). What anatomical structures was the device fired on? Left colon were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to assemble/close? No. Was the device difficult to fire? No. How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? What symptoms did the patient present? Was it leaking through the staple line? Were any malformed staples or missing staples identified? No. Were there any signs of tissue necrosis? Was it leaking through the staple line? What is the current status of the patient? Patient is doing ok.